Event description:
A report was received that the patient was having issue with the scs battery holding a full charge. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per the physician's preference. No malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having issue with the scs battery holding a full charge. The patient will undergo a revision.